Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and a physical injury cardiac perforation and pericardial effusion on the right ventricular (rv) lead and atrial (ra). The physician elected to explant and replace the rv and ra lead. There were no patient consequences.